Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip would not release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip would not release from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.